Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va18vm9. Implanted: (B)(6) 2016 explanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had decreased efficacy and return of symptoms as well as pain and discomfort at the implant site. Impedances and battery life were check and reprogramming was attempted along with amplitude changes. The attempted interventions were unsuccessful and as a result the system was replaced. The issue was reported as resolved at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.